Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed buckling to the guidewire lumen 10mm from the tip and the tip is damaged. Per product specification, the balloon was inflated to rated burst pressure of 14atm and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.